Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The cpu pcba 670-1573-03 was not functioning; therefore, the pcba was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a service repair request that on (B)(6) 2015, a qube bedside monitor model 91390 went ¿black¿ while in use on a patient. No injury was reported as a result of this event.